Event description:
Per operative report: patient with severe left hip pain after total hip arthroplasty approximately 2 years ago. She has a depuy asr cup in place. She has evidence of mechanical symptoms and pain at the hip. We have evaluated for infection with an aspiration prior to procedure; all cultures were negative. Surgical details: hip was dislocated. The large metal head ball was removed. The stem was then checked with a bone tamp and mallet for stability and the femoral stem was found to be extremely stable. A pocket was created under the abductors and the trunnion was dislocated over the anterior aspect of the cup obtaining exposure to the cup. Asr cup was clearly retroverted and quite vertical. It appeared that it had spun out of position from where it was more than likely originally placed. The cup was able to be removed with a bone tamp and a mallet. There was no significant bone growth into the cup. There was no evidence of infection. There was no significant bone loss at the cup. Bone stock was excellent for revision case.